Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic wedge and segmental resection, the firing was stopped after it advanced a few millimeters. The resistance limit mark was not displayed on the screen and firing could not be done though the firing button was pressed, so the surgeon released the cartridge by pressing the release button. They used another device to complete the case. There was no patient injury.